Manufacturer narrative:
The reported field event of pacemaker in backup mode was confirmed in the laboratory due to review of the device image. The device was tested on the bench and using automated testing equipment, and no anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation showed their pacemaker was in backup mode. The patient was asymptomatic. The physician explanted and replaced the device. The patient was stable throughout.